Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/03/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During investigation, multiple cracks were observed in the battery compartment. Unrelated to the complaint, investigation revealed that the audio bolus button required hard presses to elicit a response and the button cover was observed to be torn. Also unrelated to the complaint, the battery cap threads were found to be stripped and the cap was not able to secure properly to the pump. A test battery cap was able to tighten securely.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the pump battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.